Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient was implanted with torosa implant on (B)(6) 2024. A small leak from the prosthesis was noted and the prosthesis felt softer. The shape has not changed since and the patient experienced no fever or signs of infection. There was a small hematoma in the scrotum. The surgeon advised the patient that it is unlikely that there is a leak because the device is ¿self-sealing¿ silicone where you inject the saline. It was determined to do nothing further at this time which the patient accepted.